Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips by a customer that the unit had a battery failure. It is unknown if the unit was in use on a patient at the time of the reported event. However, no patient harm or injury was noted. The field service engineer confirmed the battery was more than five years and the final test did not pass. The fse replaced the battery to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit had a battery failure. It is unknown if the unit was in use on a patient at the time of the reported event. However, no patient harm or injury was noted. The field service engineer confirmed the battery was more than five years and the final test did not pass. The fse replaced the battery to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution/reporter phone #: (B)(6).